Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09145. The pt received the scs system on (B)(6) 2005. It was reported the pt had not used stimulation in over a year due to the lead being allegedly fractured. The physician elected to replace the damaged lead and the implanted ipg with a new lead and a different ipg respectively. No further pt complications were reported. The explanted products have been returned to sjm.

Manufacturer narrative:
Evaluation: results: an incomplete lead segment was returned. A visual inspection of the lead body and internal wires found the lead wires had separated at 43.5cm from the proximal end of the lead. A visual inspection of the lead body did not find any other damage. Resistance of the lead segment internal wires confirmed they are electrically intact. The returned lead segment passed electrical testing. The complete lead was not returned; hence no further analysis of the lead could be performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.